Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strips sample from the same lot reported by the customer (B)(4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
Caller (health practitioner) reported the customer was unable to test due to his adc blood glucose meter turning on with button press but not with test strip insertion. Caller further reported the customer experienced confusion and problems with his speech the week prior to contacting customer service. Caller called the paramedics and upon their arrival, customer was administered intravenous fluids and transported to a local hospital. Upon arrival at the hospital, customer was reportedly diagnosed with hyperglycemia and administered insulin via intravenous infusion. It was additionally reported the customer was hospitalized but the duration of the hospital stay is unknown. There was no report of death or permanent impairment associated with this event.